Manufacturer narrative:
The pod was returned for eval with the needle undeployed. The investigation confirmed that damage to the chassis cam finger prevented the needle mechanism from deploying. The device terminated with hazard alarm code 0x1c pump in primary position. The piezo was tested and performed as expected, indicating that the alarm would have been audible to the user. The user failed to note that the cannula had not deployed upon placing the pod, which would have been visible through the viewing port. The omnipod user guide instructs the user to "check infusion site after insertion to ensure that the cannula was properly inserted". Had user guide instructions been properly followed, the pod would have immediately been removed and replaced upon noticing that the cannula had not deployed. The customer proceeded to wear the pod despite the malfunction, which resulted in high bg levels.

Event description:
The customer reported that the "needle deployed, but the cannula never came out." Her bg levels were "running high all day" (no specific bg's were provided, but levels are assumed to be greater than 250mg/dl). The pod was worn on the customer's leg; she was, therefore, "not able to see if it (the cannula) was inserted correctly." It is unk how long the pod was worn for. The device will be returned for eval.